Manufacturer narrative:
No device history record investigation can be done at this time due to lack of manufacturer's lot code supplied with the complaint. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
On (B)(6) 2021, a spontaneous report was received from a consumer regarding a female of unreported age who was using playtex deodorant tampons. Medical history and concomitant products were not reported. On an unspecified date, the consumer started use of playtex deodorant tampons. On an unspecified date in 2017 (reported as "about 4 years ago" relative to (B)(6) 2021), after use of the product, the consumer had a string from a tampon completely detach from it while inside her. The consumer had to go to the doctor and have the tampon removed. No additional information was provided.